Event description:
The patient was dependent and once leads were in place in the header the device had multiple non pacing episodes which rendered the patient in a systole. It only happened seconds at a time but was noticed by the microport rep and dr (B)(6).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was dependent and once leads were in place in the header the device had multiple non pacing episodes which rendered the patient in a systole. It only happened seconds at a time but was noticed by the microport rep and dr (B)(6).